Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter did not provide either of the results obtained for comparison. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.